Event description:
Related manufacturer report number: 2017865-2023-41101; 2017865-2023-42901. It was reported that noise episodes were observed on the implantable cardioverter defibrillator on the right atrial (ra) and right ventricular (rv) channels (leads) via remote monitoring. It was though that the noise observed was electromagnetic interference (emi) and external in nature. The clinician was to discuss with the patient to determine what possibly could be the source of noise in the evening time. The patient had no symptoms. The patient was being monitored.